Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation conclusions, investigation findings), h11 at this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer intends for their biomed to repair the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave iabp (intra-aortic balloon pump) had communication error 111, 112 & 113.